Event description:
It was reported that after new subcutaneous implantable cardioverter defibrillator (s-ICD) implant, a programmer was connected to the s-ICD. When they moved the patient from a bed to a stretcher, the charge siren was emitted from the programmer. The health care professionals checked the s-ICD data, but no event was stored. The electrogram (egm) indicated a low r-wave oversensing. It was noted that electrode placement difficulty occurred during the procedure, and an initial connection issue between the electrode and the s-ICD header caused high, out-of-range shock impedance measurements of greater than 400 ohms. The electrode was removed and re-inserted into the header, solving the impedance issue. Tachy therapy was turned off and the patient was discharged as a precaution due to possible air bubbles. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that after new subcutaneous implantable cardioverter defibrillator (s-ICD) implant, a programmer was connected to the s-ICD. When they moved the patient from a bed to a stretcher, the charge siren was emitted from the programmer. The health care professionals checked the s-ICD data, but no event was stored. The electrogram (egm) indicated a low r-wave oversensing. It was noted that electrode placement difficulty occurred during the procedure, and an initial connection issue between the electrode and the s-ICD header caused high, out-of-range shock impedance measurements of greater than 400 ohms. The electrode was removed and re-inserted into the header, solving the impedance issue. Tachy therapy was turned off and the patient was discharged as a precaution due to possible air bubbles. No adverse patient effects were reported.